Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of the product complaint indicates that the product was fractured due to trauma outside of reasonable use.

Event description:
It was reported that the patient underwent tibiotalocalcaneal arthrodesis in 2008. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured nail after a trauma that occurred allegedly outside of reasonable use. The nail was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Date implanted - 2008.